Event description:
It was reported that the patient underwent a right knee revision 12 years post-implantation due to a fractured bearing.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. An oxford meniscal bearing was revised after 12 years due to fracture of the polyethylene bearing. Visual inspection of the bearing indicates that unusual wear may have occurred posteriorly on the inferior surface of the meniscal bearing. The wear rates calculated from the thinnest section of the bearing suggests that impingement of the bearing may have occurred. The bearing may also have been articulating against the edge of the tibial component, resulting in severe wear of the inferior surface. However, the exact cause of the bearing fracture could not be determined. The complaint description states that a 4 mm bearing was used to complete the revision procedure. This implies that the original choice of bearing may have been suboptimal or that the patient may have had a degree of joint laxity, this cannot be confirmed without further surgical information and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision 12 years post-implantation due to a fractured bearing.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision 12 years post-implantation due to a fractured bearing.